Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed during the patient's ipg revision procedure the patient's leads were tested intraoperatively and revealed normal impedance readings. In addition, reprogramming was able to provide the patient with effective stimulation coverage.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell recently. As a result, the patient is experiencing ineffective stimulation. In addition, the patient's lead has migrated. The patient will consult with the physician regarding surgical intervention as the next course of action.